Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid colon resection procedure, the device stapler used and fired. However post-operatively, the patient came into the emergency room. They found out that the staple line was disrupted on the anterior side and about 1/3 of the anastomosis was opened on the staple line. They also found out that a large leak was present, but the tissue did not appear ischemic. To resolve the issue the surgeon had to give the patient a colostomy and will need to do a follow-up operation. Due to the problem the patient extends hospital stay for about 3-4 days.